Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged. During the procedure, the lead broke in half. Moreover, the patient was asystolic greater than 3 seconds requiring transcutaneous pacing. The lead was surgically abandoned. No additional adverse patient effects were reported.